Manufacturer narrative:
(B)(4). The glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing exhibits abrasions; the outer flow tubing wall integrity is compromised. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip broke off and the fiber was end-firing. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.